Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to implantation, a saline mentor smooth round high profile 500cc breast implant was found to be deflated. There was no reported patient involvement, adverse events, or delays in surgery.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On mar 21 2022, it was noticed section g (manufacturing information) was erroneously incorrect in the previous report. The appropriate fields have been updated.